Manufacturer narrative:
Analysis of the lead model 387460, lot # v712914 found no anomaly. Analysis of the green handle/blue cap stylet found no anomaly.

Event description:
It was reported that there were issues putting the stylet back in the lead. The outcome of the surgery and the status of the patient were both fine.